Event description:
A report was received that the patient was experiencing pocket discomfort. The patient underwent a pocket revision and the physician repositioned the ipg from the left buttock to the abdomen. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing pocket discomfort. The patient underwent a pocket revision and the physician repositioned the ipg from the left buttock to the abdomen. The patient is reportedly doing well following the procedure.